Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("fibroids renoved") and experienced hot flush ("hot flashes") and scar ("scar tissue"). The patient was treated with bazedoxifene acetate;estrogens conjugated (duavee) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine leiomyoma, hot flush and scar outcome was unknown. The reporter considered hot flush, medical device removal, scar and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.